Manufacturer narrative:
Unreporting the previously reported rupture since implant was found not ruptured upon explant. Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported capsular contracture "baker grade greater than 3" and "implant was found not ruptured". This record is for the right side. Device was explanted, replaced and discarded. Unreporting the previously reported rupture since implant was found not ruptured upon explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "rupture". This record is for the right side. Device status unknown. It is unknown if device will be returned.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "rupture". This record is for the right side. Device status unknown. It is unknown if device will be returned.